Event description:
During inflation of the balloon catheter to 9 atm's the balloon ruptured and staining occurred. It was necessary to place three stents to repair the vessel. There was a good angiographic result.